Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had crack in the reservoir compartment and lip ring. Customer's blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports no visible damage to insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked tube lip and cracked case reservoir tube window corner.